Event description:
Procedure: laparo mammectomy. According to the reporter: the pouch was inserted through a blunt tip trocar. When the tissue specimen was placed into the pouch the ring broke and fell into the pt cavity. The unit was retrieved without damage to pt. Another endo catch was used for the reminder of the case.